Manufacturer narrative:
It was a new system manufactured in jan'20 and installed in february, the doctor has been using the laser since the event with no other complications on additional patients - he believes the injury was caused by patient movement only.

Event description:
Doctor, using a tango-reflex for posterior mebranectomy hit a patient's retina with the laser beam and caused a retinal artery haemorrhage. He also stated that the patient was moving around, and during one of those moves the laser was inadvertently directed to the retina, causing the retinal haemorrhage. The patient visual acuity was reduced.